Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user was unable to set the occlusion on the roller pump. They changed out the roller pump using the same tubing and they were still unable to set the occlusion. Then they changed the tubing and were able to set the occlusion. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet complete.